Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system had issues with the vision. The technical support engineer (tse) reviewed the system logs and noted no associated errors. The customer had the 30 degree endoscope installed on arm 2. The endoscope got sluggish when taking control and had non intuitive motion. The tse instructed the customer to verify that the endoscope was not vertical and the customer stated that the endoscope had a slight angle to it. The tse viewed the logs and errors were then noted. The tse instructed the customer to remove the endoscope, adjust the base to 180 degrees, clear the guided tool change, and reinstall. The customer stated that the image was 180 degrees off at that point. The tse instructed the customer to revert the camera orientation back to the original orientation and the customer stated that they were looking straight up after making that change. The tse recommended restarting the system and changing out the endoscope. The procedure was converted to open with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found error code 48215 when the endoscope finished the self-test. The fse tested the endoscope on multiple systems but the issue persisted. The fse recommended that the endoscope be replaced. The system was tested and verified as ready for use. The endoscope involved with this complaint was returned for failure analysis. The customer reported complaint was confirmed the investigation findings determined that the reported issue is due to the automatic endoscope adapter (aea) being damaged or having a friction issue. The root cause was attributed to mishandling/misuse. A review of the instrument log for the endoscope (part number 470057-08/ lot number 10015962) associated with this event has been performed. Per logs, the endoscope was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 1962 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk0697. No image or video of the procedure was provided for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no associated errors in the logs. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: the customer converted to open after the start of the procedure due to a problem with the view of the camera. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure caused the procedure to be converted to an open surgical procedure.